Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) no code available represents surgical intervention.

Event description:
The patient was revised to address a painful hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs, medical, and implant records received. After review of medical records, it was indicated that the patient was revised to address instability, pain and elevated serum metal ion levels. Operative notes indicate that an MRI of the right hip on (B)(6) 2018 demonstrated large complex fluid collections consistent with pseudotumor. There was approximately 200cc of cloudy, yellow fluid with debris, fatty atrophy with moderate metallosis and scar tissue. It was also indicated that the patient had a dislocation event on (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging injury, pain, discomfort, walking difficulty, elevated blood metal levels and emotional distress.